Manufacturer narrative:
Section d4 of the initial medwatch report indicates: serial # - blank section d4 of the initial medwatch report should indicate: serial # - (B)(6) additional information: the device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer

Event description:
The customer contacted physio-control to report that their device powered off by itself.there was no report of patient use for the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no report of patient use for the reported event.